Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient visited the emergency room and was diagnosed with a stoma site infection and prescribed treatment of 100mg of doxycycline hydrate for seven days. The patient¿s daughter reported that the patient had accidentally jarred the tube into the site and created an infected abscess. The patient¿s stoma was still producing blood and pus along with pain, which required a second round of unknown antibiotics. A nurse visited the patient and there was no discharge, fever, or pain.